Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer was experiencing high blood glucose. Blood glucose level at the time of the incident was 23 mmol/l. Customer¿s mother stated that her son was at school and felt bad. Customer stated that was resulted positive in ketones test and had nausea. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not active and automatically adjusting insulin at time of high blood glucose event. Customer does not alleged insulin pump was under delivering. Customer¿s mother replaced the entire site after treated the high with 30 units of manual injection. Customer¿s mother reported a reservoir anomaly and replaced 3 reservoirs until issue resolved. The insulin pump will not be returned for analysis.